Event description:
Related manufacturer report number: (B)(4) it was reported that the patient had high impedances on both implanted leads as well as both implanted leads had migrated. X-rays taken intraoperatively confirmed both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both patient's leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of ipg replacement/lead revision was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. Lead diagnostics showed high impedance. X-ray confirmed lead migration for both leads. Patient had a full system explant and implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.